Event description:
We are writing this email to inform you of a manufacturing defect that we encountered in one of the teleflex arrow flextip plus combined spinal - epidural kits. The lumen of the epidural lumen was blocked by a piece of plastic. We reviewed the literature and recognized that this complication has never been seen before. We are writing it as a case report to be published in the international journal of obstetric anesthesia. We have attached images of the blocked epidural lumen with this email for you to see. The device was being used on a patient. The patient was stable and was presenting in labor for spontaneous vaginal delivery. The medical intervention required was we needed to redo the epidural with a different kit from a different lot number as we could not thread the catheter through this needle. The kit was discarded after we took pictures of the lumen (for publishing purposes).

Manufacturer narrative:
Qn#: (B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did provide photos that displays a needle from the top of the hub which appears to show something inside the cannula (reference files pic1-tc# (B)(4)). A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no evidence to indicate a manufacturing related issue. The customer did provide photos that appear to show something inside the epidural needle's cannula. However, without the actual sample, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We are writing this email to inform you of a manufacturing defect that we encountered in one of the teleflex arrow flextip plus combined spinal - epidural kits. The lumen of the epidural lumen was blocked by a piece of plastic. We reviewed the literature and recognized that this complication has never been seen before. We are writing it as a case report to be published in the international journal of obstetric anesthesia. We have attached images of the blocked epidural lumen with this email for you to see. The device was being used on a patient. The patient was stable and was presenting in labor for spontaneous vaginal delivery. The medical intervention required was we needed to redo the epidural with a different kit from a different lot number as we could not thread the catheter through this needle. The kit was discarded after we took pictures of the lumen (for publishing purposes).